Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 99 months after the initial procedure the patient had a right knee revision. Patient was experiencing prothesis wear, implant pain, bruise/contusion and scar tissue. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02104 d10: concomitants: 3720346 02-010-01-0350 - logic femoral ps cem right sz 5 3767385 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 3686343 200-02-38 - three peg patella 38mm the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.